Manufacturer narrative:
Concomitants: serial #: (B)(6), category #: 101-45-20 - 4.5mm drill bit 20mm, serial #: (B)(6), category #: 188-01-06 - wedge plasma x/o sz 6, serial #: (B)(6), category #: 186-01-58 - integrip cc, cluster 58mm, g3, serial #: (B)(6), category #: 140-36-53 - nv ehxl ntrl lnr g3 36mm, serial #: (B)(6), category #: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, the cause of the patient¿s dislocation/instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study, that the (B)(6) yo male patient suffered a dislocation due to a failed left tka secondary to instability, resulting in revision left tha of femoral head ball and acetabular liner. The patient was revised. The case report form indicates this event is unlikely not related to device and definitely not related to procedure.